Event description:
A customer's mother reported via phone call indicating that the customer's insulin pump alarmed no delivery. The customer's blood glucose level was 507 mg/dl at the time of the call. The customer was treated with their insulin pump. The mother stated that there were no significant events that could have led to the issue. The mother was advised to replace plunger and manually push plunger very slowly, while keeping the reservoir straight, and verify insulin exits the tubing. The customer states the insulin did exit. The mother was advised to rewind pump, reinsert the reservoir into pump and run manual prime to at least 5.0 units. The insulin pump started working as designed.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.